Event description:
It was reported that the lead was damaged prior to implant. The casing on the proximal end was damaged. It was suggested that a different lead be used. Information previously reported in manufacturer report # 3007566237-2015-01011. Additional will be reported in manufacturer report # 3004209178-2015-07462.

Event description:
It was reported that the lead was damaged during the implant procedure, so the lead was pulled out during the procedure and the device was not implanted; another lead was implanted instead. Diagnostic tests included an impedance test. The electrodes on the proximal end of the lead became dislodged and dislocated from the outer sheath of the lead. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0td35, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Final analysis of the lead found that the outer insulation separated at butt joint/proximal end. The conductors were stretched and the outer insulation was broken at butt joint.